Manufacturer narrative:
The device was not returned for analysis, as it was discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the distal section of the pipeline had poor deployment. There was no patient injury. The device was resheathed 2 times. A continuous flush was used. The device was prepared and used per the instructions for use (IFU). The specific occurrence location of aneurysm: internal carotid artery - cavernous sinus (ic - cavernous). The aneurysm was unruptured and saccular. The vessel diameter of landing zone: (distal side) 3.5mm, (proximal side) 4.5mm. The anatomy was moderate in tortuosity.